Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 117 mg/dl. Troubleshooting was performed. The insulin pump was on a table while the insulin pump triggered critical error. Customer advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Analysis was unable to verify pump error alarm due to blank display. Analysis was unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with moisture damaged on motor assembly, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window.